Event description:
It was reported the patient was lying on his side at work, and the implantable neurostimulator (ins) seemed to have moved ¿horizontally¿ and seemed out of place. It was stated that it kind of hurt so the patient wondered if they had torn something. The patient was able to use a programmer normally to adjust stimulation. The patient had not noticed any other changes. The ins reportedly had ¿always moved a little and sticks out.¿

Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot# n218372, implanted: (B)(6) 2011, product type: adapter. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3888-28, lot# l34203, implanted: (B)(6) 1994, product type: lead. (B)(4)